Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2019. The instrument test well images in question from (B)(6) 2019 appeared as visually positive, exhibiting a fuzzy button and adherence in the background. The instrument test well images in question from (B)(6) 2019 appeared as visually weakly positive, exhibiting slight adherence in the background. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when tested with a galileo echo instrument on both the (B)(6) 2019 and (B)(6) 2019 for two (2) separate blood samples, from the same individual patient.